Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5114 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2022, 5114 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("embedded metallic foreign material consistent with essure devices") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of premenopause, dysmenorrhea, tenderness, parity 2, gravida ii, urinary tract infection, cholelithiasis, appendicitis, uterine dilation and curettage, lumbar puncture, wisdom teeth removal, endometrial ablation, cholecystectomy, fibromyalgia syndrome, nausea, abdominal pain and flank pain in 2021, colonoscopy in 2012 and morbid obesity, leiomyoma, chronic cervicitis and migraine. Concurrent conditions were listed as pelvic pain female and menorrhagia since 2021. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (diagnostic cystoscopy, laparoscopic hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 48.211 kg/sqm. [Pathology test] on (B)(6) 2021: pathology report clinical history: menorrhagia, dysmenorrhea, chronic female pelvic pain. Bodysite: uterus and fallopian tubes. Gross description: the fallopian tubes do not grossly appear to have previously ligated. The right fallopian tube measures 8.8 cm in length with an average diameter of 0.6 cm. The lumen is partially filled with a coiled metallic wire and is otherwise unremarkable. The left fallopian tube measures 6.5 cm in length with an average diameter of 8.6 cm. The lumen is filled partially with a coiled metallic wire and is otherwise unremarkable. Microscopic description: the endometrium is largely replaced by fibrosis and necrotic material consistent with previous ablation. The superficial myometrium also demonstrates fibrosis and necrosis. Histologic sections of both fallopian tubes confirm complete cross-sections of tube with intact lumina, along with sections of unremarkable fimbriated ends. Final diagnosis: chronic cervicitis. Fibrosis with scant residual inactive endometrium. Leiomyoma, adenomyosis, myometrium. Embedded metallic foreign material consistent with essure devices, no pathologic abnormalities otherwise, bilateral fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Event medical device removal is replaced with event device embedded. Report information, patient (height, weight and bmi), patient race, product indication, medical history, lab data was updated. Non-drug treatment notes updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.